Event description:
It was reported that during a oophorectomy procedure, the device's tissue pad was melted in half. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.